Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. In june the estimated battery longevity was at 37 percent and now in august the estimated battery longevity is at 15 percent. Data analysis was performed, and boston scientific technical services indicated that the device is exhibiting premature depletion. Recommendations to replace the device due to this anomaly in 90 days. If an additional replacement window is desired, please reach out to technical services with new data for review. No adverse patient effects were reported. This device remains in-service. Multiple attempts were made to obtain information regarding if there is a plan to schedule a revision procedure but unfortunately there is no further information available. Additional information was provided, it was reported that this s-ICD was explanted. No additional adverse patient effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. In june the estimated battery longevity was at 37 percent and now in august the estimated battery longevity is at 15 percent. Data analysis was performed, and boston scientific technical services indicated that the device is exhibiting premature depletion. Recommendations to replace the device due to this anomaly in 90 days. If an additional replacement window is desired, please reach out to technical services with new data for review. No adverse patient effects were reported. This device remains in-service. Multiple attempts were made to obtain information regarding if there is a plan to schedule a revision procedure but unfortunately there is no further information available. Additional information was provided, it was reported that this s-ICD was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. In june the estimated battery longevity was at 37 percent and now in august the estimated battery longevity is at 15 percent. Data analysis was performed, and boston scientific technical services indicated that the device is exhibiting premature depletion. Recommendations to replace the device due to this anomaly in 90 days. If an additional replacement window is desired, please reach out to technical services with new data for review. No adverse patient effects were reported. This device remains in-service. Multiple attempts were made to obtain information regarding if there is a plan to schedule a revision procedure but unfortunately there is no further information available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. In june the estimated battery longevity was at 37 percent and now in august the estimated battery longevity is at 15 percent. Data analysis was performed, and boston scientific technical services indicated that the device is exhibiting premature depletion. Recommendations to replace the device due to this anomaly in 90 days. If an additional replacement window is desired, please reach out to technical services with new data for review. No adverse patient effects were reported. This device remains in-service.